Event description:
Patient contacted dexcom technical support on (B)(4) 2014 to report that on (B)(4) 2014, upon removal of three different sensor pods, patient was unable to locate sensor wires. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The visual inspection observed that the sensor wire not visible, confirming the reported event of a missing sensor wire.